Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 349 mg/dl. A bolus via the pump was delivered to address the bg level; however, the bg did not decrease. The customer did not know what was the cause of the high bg. The customer declined tandem technical support's offer to troubleshoot and was to change the infusion set site.